Manufacturer narrative:
Patient details were not available at the facility.

Event description:
It was reported that nrg transseptal needle was selected for transcatheter myocardial ablation use. During the procedure, the tip got kinked when pre-shaping was performed. The tip did get separated into two. The procedure was completed successfully by using different device, same model. No patient complication was reported.